Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked. The following information was provided by the initial reporter, translated from danish to english: it happened when they where placing the nexiva -leaky from the septum where the needle is removed from.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-apr-2023. Our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of leakage at septum (nexiva) was not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no abnormalities or defects present. The sample underwent leakage testing and passed with no signs of leakage. Bd cannot determine a root cause for the reported incident since the defect was not observed during the sample evaluation. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked. The following information was provided by the initial reporter, translated from danish to english: it happened when they where placing the nexiva -leaky from the septum where the needle is removed from.